Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle/inner cutter bent and cracked. No functional testing could be performed due to probe needle/inner cutter bent/cracked condition. No wear assessment could be performed due to probe needle/inner cutter bent/cracked condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported aspiration failure due to the probe needle/inner cutter bent/cracked condition. How and when the probe needle/inner cutter became broken cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. No action has been taken by the manufacturing site as an exact root cause for the bent/cracked prone needle/inner cutter could not be determined from this evaluation. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the aspiration failure occurred when using the cutter during cataract / vitrectomy combination surgery. So the pack was replaced but this did not work either. The condition of actuating and cutting is unknown. Therefore, the surgery was completed using the different pack. There was no patient harm.